Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate matter was noted in the inner pouch of a vascular probe device. The particulate matter was not further described. The issue was noted upon incoming product inspection, prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and a microscope and no particulate matter was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.